Manufacturer narrative:
D4 - primary UDI number: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿downstream occlusion failed¿ was confirmed through downstream occlusion test and visual inspection. Found bubbled and delaminated downstream occlusion (dso) seal and contaminated dso sensor. The probable cause was the dso seal failed. Device alarmed cassette not attached properly when attached to cassette, also found corrosion on dso connector on printed wiring assembly (pwa) board. Device still alarmed cassette not attached properly. Replaced dso sensor, dso bezel, dso seal and pwa board. Repair confirmed through visual inspection and downstream occlusion test. Further investigation found cracked battery compartment, cracked battery door, air bubble in upstream occlusion (uso) seal, deep scratches on liquid crystal display (lcd) lens, missing latch lock label, and corrosion on lcd cable. Replaced battery compartment and components, battery door, uso seal, lcd lens. Latch lock label, and lcd. Performed dso/uso calibration and lcd calibration. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion failed. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.